Manufacturer narrative:
The device was returned to zoll medical corporation. During investigation of the device to determine root cause, the technician observed damage consistant with mis-handling. The lcd display module was replaced to remedy the reported problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.